Event description:
It was reported the patients blood glucose level rose to 255 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received fully deployed. Corrosion was observed on the top battery and surrounding chassis. Fluid damage was observed on the pcb. Inspection of the fluid path found a tear on the unexposed portion of the soft cannula from which fluid was seen leaking from. The internal tear and leak can be confirmed as the cause of the observed component damage. Due to the damaged pcb, download data and shelf mode current were unavailable for this device. The pod was also unable to be reset and rerun. As such, the cause of the reported communication error could not be determined.